Event description:
It was reported that the patient experienced a loss of therapeutic effect that began after the patient got what was suspected to be food poisoning. The patient had vomiting and "clearing out his system" which required an ER visit about two weeks ago. Since then, the patient's therapy hasn't been "controlling his urine like it should." Additional information was received from the patient that stated he still had concerns regarding his device or therapy, but was working with his physician. An appointment date of (B)(6) 2012 was noted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v956852, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).